Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet pump while the dexcom app continued to receive data; the user was guided to toggle the cgm setting on the pump between g7 and g6 and re-enter the sensor pairing code, and when readings did not resume the pump was restarted and the pairing code was re-entered, after which the sensor successfully paired and glucose readings resumed. No alerts or alarms were reported, and blood glucose remained unaffected with no reported clinical symptoms. Outcomes included restoration of cgm data transmission to the pump after re-pairing. Customer support included remote troubleshooting and education on cgm pairing and pump restart procedures. Investigation of this case revealed a communication and pairing issue between the g7 sensor and the ilet pump that was resolved through reconfiguration and device restart, indicating a transient connectivity problem without evidence of sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user-level configuration or transient communication disruption resolved by re-pairing and restart.